Event description:
Event description boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the advisory issued on this model device, displayed an elective replacement indicator (eri). There is concern that the battery depleted earlier than expected. No adverse patient effects have been reported.